Event description:
It was reported that the customer was hospitalized. Blood glucose at the time of the admission was over 600 mg/dl. Customer's mother stated that no alarms have been received on the insulin pump. It was stated that it indicated it administered 100 units of insulin but his blood glucose was high. No troubleshooting could be performed at the time due to customer being in the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.